Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2015. At a later unknown date, the afx cuff possibly slipped or an aorta lengthened and the physician relined the afx with an ovation on (B)(6) 2017.